Event description:
Account called and alleged that the right head siderail would not latch. There were no injuries reported from this issue.

Manufacturer narrative:
Technician found the e-clip for right head siderail was missing. Technician replaced the clip to resolve the issue.